Event description:
Info received that the bed will not stay in up position. No injury reported.

Manufacturer narrative:
Technician found the bed in shop with note saying "bed will not stay up" isolated the problem to worn hydraulic cylinders. Replaced the hydraulic cylinders to resolve this issue.